Manufacturer narrative:
This lead was explanted and replaced due to a fracture. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Shock impedance out of range, greater than 150 ohms, reported on home monitoring. Ineffective shocks delivered. At generator change to the current device, when programmed rv>can + svc the shock was withheld due to shock impedance less than 20 ohms. Svc was removed from pathway, as in previous device, and rv>can shock impedance was normal at that time. Lead remains implanted. Lead remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.